Event description:
It was reported that during the post op following the patient's ipg revision, it was found that they were no longer feeling a shocking sensation.

Event description:
It was reported to abbott that the patient had been feeling a shocking sensation at the ipg site. The patient underwent surgical intervention to have the ipg repositioned on (B)(6) 2019.